Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was noise on the ventricular channel and an alert for high right ventricular impedance out of range. The lead was reviewed and the high voltage lead impedance was in range and the lead was in the correct place in the ventricle (confirmed via x-ray) so the lead was kept in service. Patient's conditions were good.